Event description:
The user facility reported to terumo cardiovascular that the pressure dome is separating, occurred out of box. There was no pt involvement and no delay in surgical procedure.

Manufacturer narrative:
It was reported to terumo that the pressure dome is separating, however, terumo was unable to confirm due to the device note being returned, thus method code. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4). Additional lot numbers: md29, mc15.